Event description:
While using sureform 45 curve tip, in pt, product malfunction (stopped working). Upon attempt to remove, it jammed in the port. Port and item removed from pt and then it was able to be separated from the port and removed from the field. No apparent injury to pt.